Event description:
It is reported that the surgeon attempted to implant a 50 trilogy cup (we reamed to 48), without success. We had to go up a cup size. The doctor felt that the 50 cup was not sized correctly. Using a caliper, he measured the 50 cup and it measured 49.

Manufacturer narrative:
Eval summary: as returned, the implant does not exhibit any damage. All measurements taken upon receipt were found to conform to print specifications. It is unknown if the proper surgical technique for reaming the acetabulum and implanting the shell was followed. The mating instrumentation is unknown. The bone quality of the patient is also unknown. Each of these unknowns could have contributed to the shell not seating properly. Based on the information provided, a definitive cause for failure cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.